Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8075138. Our records show that this is the only instance of damaged tubing occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample provided for evaluation clearly exhibited a large wound in the wall of the extension tubing. Our engineers noted that the wound had characteristics consistent with large force moving from the interior of the tubing, to the exterior. The most likely root cause for this event is the use of a high pressure injection that exceed product specifications. Note that the pegasus is not rated for injection, and should be used for infusion only procedures.

Event description:
It was reported that the extension tube on a bd pegasus¿ safety closed IV catheter system prn broke during the developer injection (gadopentetic acid dimeglumine salt injection).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube on a bd pegasus¿ safety closed IV catheter system prn broke during the developer injection (gadopentetic acid dimeglumine salt injection) .